Manufacturer narrative:
Internal complaint reference: (B)(4). H2: additional information in h6 (health effect - impact code) and (medical device problem code). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A visual inspection revealed that one meniscal suture loop was detached from its handle. There was minimal debris, and the rest of the set was in good condition. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place.

Event description:
It was reported that during a knee arthroscopy procedure, the scrub nurse has found that once the meniscal mender ii opened, one of the loop needle part broke into the two parts immediately: the proximal handle part and the loop part. Backup device was available to complete the procedure. No significant delay, and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.